Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damaged was found on the device. As a result of checking the log, it confirmed that there was a record of repeated power on/off, presumably caused by a beep sound as an alarm before the nda (no disposable attached) was finalized on october 12, 2024. It confirmed the reported issue. Possible root cause is defective downstream sensor or cassette product. Preventively, replaced the downstream and upstream sensors. Performed all functional tests and all passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an unusual alarm heard and nothing was displayed. (Downstream alarms). There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.